Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - volista access 400. As it was stated, paint was peeling from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Defective part pwd/hled - fork shaft a2000 ral9016 (ard568330105) was replaced and device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: according to the photographic evidence, the stainless-steel axle is partially chipped and shows no signs of rust. The adjacent painted surfaces are not involved by paint chipping, therefore a defect in the cleaning protocol can be excluded. The chipping of the paint is probably due to a lack of adhesion caused by an isolated preparation defect during the painting process. To prevent any incident, the volista instruction for use IFU 01781 mentions: do not use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients. - check for any chipped or missing paint during the daily inspections before use. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
E1b event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 9th august, 2024 getinge became aware of an issue with one of surgical lights - volista access 400. As it was stated, paint was peeling from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.